Event description:
It was reported that during a follow up it was not possible to measure the shock impedance measurements of this device, and two inappropriate charges were seen involving this electrode due to oversensing. A review of the device data by technical services (ts) confirmed non sustained episodes and non physiological high amplitude artifacts and noise. Ts noted that all of the episode in the secondary sensing vector were evident of a lead issue and non physiological noise pointing towards a lead mechanical issue. Ts discussed performing an in office evaluation to determine the root cause of this issue. No adverse patient effects were reported. The electrode remains implanted.